Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not follow the proper steps in loading a new cartridge or performing the fill tubing process. Subsequently, the customer's blood glucose elevated to 520 mg/dl. The customer successfully loaded the cartridge and delivered a bolus to address bg.